Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the sample mixer (s1) and the reagent mixer 1 (r1). In addition all probes were replaced, the aliquot drains were replaced, the horizontal belt of the r1 mixer was replaced, the source lamp was replaced and instrument alignments performed. Quality control materials were run with passing results. The siemens headquarter support center (hsc) reviewed the available data and concluded that the cause of the discordant falsely low glucose test result was due to inadequate sample mixing. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) test result was obtained on a patient sample on a dimension vista 500 instrument. The initial test result was not reported to the physician(s). The same sample was repeated on an alternate dimension vista 500 instrument. The test result from the alternate dimension vista 500 instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely low glucose test result.